Event description:
Customer reports the needle hub stocked in the serter and the sensor broke trying to insert it. Customer stated that his blood glucose was 142 mg/dl at the time of the call. Customer stated that he pushed sensor into his body and his blood glucose dropped to 11 mg/dl. Advised would replaced the broken sensor. Nothing further was reported.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used enlite-serter. Performed insertion test using a new lab, enlite-sensor and rubber skin per specs. Enlite-serter passed, enlite-serter connect/release properly.